Event description:
It was reported that the ilet device housing split and the screen bezel separated, and the serial number and shipping address were verified before a replacement was arranged. Symptoms included no reported changes in blood glucose and no hypoglycemia or hyperglycemia. Outcomes included continued insulin therapy via an alternative method without need for medical intervention or hospitalization. Investigation included collection of photographs, verification of device identification, shipment of a replacement, and tracking of the device return for evaluation. Investigation of this device revealed a mechanical integrity issue of the enclosure consistent with screen bezel separation and device housing split, indicative of a device component failure affecting the external case assembly. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the device housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.